Manufacturer narrative:
Additional narrative: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to normal wear from use and servicing over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the motor on the compact air drive device was blocked, had seized, was rough running and locked. It was also noted that the blades were fractured and some internal components were worn. The device was also failed the following pre-tests: check for reverse locking mechanism, check triggers forward / reverse function, check for untrue running, check for excessive noise, check for air leak, check the rotations per minute (rpm) with speedometer, check the rpm with test bench, check starting behavior, marking & labeling, general condition and check status of development. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.